Manufacturer narrative:
(B)(6): device manufacturing date: january 2013. Upon receipt the complaint sample received a visual examination and a functional check. The following markings were found on the device; sp8365, ce0123, USA, sp8365, and a13. No evidence was found that the device is not authentic. In addition to the complaint sample for sp8365, a complaint sample of sp83 was returned. The sp83 complaint sample has an aftermarket laser marking, teeth marks on the flush port most likely from a tool used to back it out, a coating over the set screw on the grey polymer hub that is not a standard coating, and what is definitely new insulative coating that does not bear the snowden pencer logo or an sp83 marking. In addition, the metal part of the sp83 device has the following markings; a14, USA, ce0123. Lastly the gray polymer hub has an aftermarket laser marking. The sp83 device has had aftermarket third party repairs. Upon visual examination and functional check, the complaint failure mode was verified. The sp8365 device was returned with one side of the fork at the distal end of the actuating rod having fractured from the device. Additionally, the link, the jaw assembly, and the actuating rod were all returned having separated from one another. Lastly, the side of the fork that had fractured from the actuating rod, along with both pins that join to the link were separated from the complaint sample and were not returned with the device. Based on the returned state of the complaint sample, the first failure that occurred was that one half of the fork at the distal end of the actuating rod, fractured and broke free from the rest of the rod. The two pin holes in the forks along with the interior wall of the fixed jaw act to keep the pin within its joint, after the fracture, the pin became capable of rotating off axis until the pin was able to slip out of the remaining fork. The degree of rotation may have also allowed it to slip out of the link at this time, regardless, slipping out of the one intact fork would allow the fixed jaw, moveable jaw, link, and all three pins to slide together off of the distal end of the actuating rod. Once those components slipped off the actuating rod occurred, the link was capable of swinging clear of the interior walls of the fixed jaw, which would have created a clear path for both of the missing pins to eject axially from their joints. The fracture of the jaw was most likely the cause of all observations related to the actuating rod and the interior end of the pin hole on the remaining fork segment as well as one pin hole in the link is deformed, which further supports the conclusion of the pin rotating off axis then ejecting. Measurements were taken on the distal end of the actuating rod, for the features that remained intact, along with all relevant dimension on the link and the slot for the link on the movable jaw. All measurements conformed with prints. No evidence was found that the distal end of the actuating rod did not have its design strength, and no indications were found that the fracture was the result of a manufacturing defect. The sp83 shaft that was returned with the complaint sample and shows signs of being repaired by a third party was tested for its ability to mate with a sample insert and handle used for testing quality of finished good, and it was found to have difficulty mating with the insert. A high amount of force was required at first to get the insert to fully slide proximally into the shaft. Based on the age of the shaft, the fact that it has been re-coated by a third-party repair, and the grey flush port hub showing signs of disassembly, the most likely cause of this restriction in mating an insert to the shaft is that the pins on the interior of the shaft were replaced by the third party repair facility after the original pins wore from use, and were replaced with pins that were too large. Replacing these pins would have required the old coating to be stripped from the device. The most likely cause of the complaint failure mode of the broken distal end of the insert sp8365 is mechanical overstress and wear, both of which were in part caused by the difficulty in mating that would cause the customer to have to push and pull on inserts harder to get them in and out, but would have also have required a higher torsional force to turn the insert inside the shaft and lock it into place. This high torsional force is the most likely force to cause this type of fracture plane. The fracture most likely started as a crack that was present on one end of where the interior wall of the fractured fork meets the remainder of the actuating rod, and would have propagated (wore) more and more each time the insert was forced against this high restriction to mate into this shaft until too little material remained intact and a now weakened fork was mechanically overstresses by regular jaw actuation during surgery. This crack would have been obscured by the fixed jaw and would not have been detectable by the customer. Customer is advised not to utilize unauthorized third-party repairs; the distal end of the devices contain small components which can become damaged by forcing conforming take apart pieces together with take apart pieces that have been improperly repaired by entities other than snowden pencer. The warranty against wear for take apart devices is one year, if that year has been exceeded and the device no longer mates with a handle and insert properly, it should be disposed of, and a new one should be purchased.

Event description:
Medwatch mw(B)(4): snowden-pencer laparoscopic grabber broke off at the end where the actual grabber is located. Staff removed the equipment from the surgical area and obtained another one to completed surgery. Imaging completed post-surgery, negative for retained item. Additional information received 11apr2019: in the middle of the procedure the doctor noticed the device was not working, noted the pin in the hinge was missing, no reported snap or pop, the device was replaced with another grasper to complete the robot assisted lap prostatectomy was completed, it was uncertain if the pin went into the body field, after the procedure on (B)(6) 2019: an abdomen x-ray was performed, results negative for retained object. There was no patient injury. The patient was a 61 year old male.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Medwatch mw5085304: snowden-pencer laparoscopic grabber broke off at the end where the actual grabber is located. Staff removed the equipment from the surgical area and obtained another one to completed surgery. Imaging completed post-surgery, negative for retained item. Additional information received (B)(6) 2019: in the middle of the procedure the doctor noticed the device was not working, noted the pin in the hinge was missing, no reported snap or pop, the device was replaced with another grasper to complete the robot assisted lap prostatectomy was completed, it was uncertain if the pin went into the body field, after the procedure on (B)(6) 2019: an abdomen x-ray was performed, results negative for retained object. There was no patient injury. The patient was a (B)(6) male.